Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed,no conclusion could be drawn at the time of filing this report. Investigation summary the implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed, and the complaint condition could not be confirmed, there are no issues with the device. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: lot number is unknown therefore no mre can be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent hardware removal followed by osteotomy correction with nail due to malunion. Initially, the patient was implanted with variable angle (va) condylar plate. It was unknown if the surgery completed successfully. The patient outcome unknown. This complaint involves twelve (12) devices. This report is for (1) unk - screws: cortex. This report is 4 of 10 (B)(4). (B)(4) captures the 10 of 12 devices was linked to (B)(4) that captures the remaining 2 of 12 devices.